Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, stripped battery coin slot and stained end cap noted.

Event description:
It was reported that the customer had normal blood glucose levels of 110 mg/dl. The customer reported a no delivery alarm from the insulin pump. The customer also reported being unable to remove the battery cap of the insulin pump. Troubleshooting was done. The customer was advised to remove the battery cap with a quarter. The customer reported that they were not able to remove the battery cap from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer will not be using the insulin pump until the replacement insulin pump arrives. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).